Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that discovered during weekly check, the cardiosave intra-aortic balloon pump (iabp) units hinge is broken on the display. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the following broken parts: left hinge display, right hinge display, upper hinge cover, pan head screw, cardiosave hybrid label ID and cardiosave rescue label ID. The unit then passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use

Event description:
N/a.

Event description:
It was reported that discovered during pre check, the cardiosave intra-aortic balloon pump (iabp) units hinge is broken on the display. There was no patient involvement reported.